Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported leakage. Event description: optima injector (515052)- contains very dry small number of remnants of methotrexate this customer has the following. 60ml syringe (301036) and an optima injector (515052)- contains very dry small number of remnants of methotrexate 20ml syringe (302830) and an optima injector (515052)- contained very dry small number of remnants of doxorubicin they are stating that both syringes, medication are leaking beyond the top of barrel of syringe. With the 60ml syringe the medication actually leaked right out the back end causing a spill they have had these for a while and did not report this to me, therefore we do not have the following information, so please do not send an email asking them no lots of numbers no date of occurrence there was no harm to patient. Thius caused a cytotoxic spill. This caused medication to be wasted.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two injectors assembled with a syringe were provided to our quality team for investigation. Through visual inspection, no issues were observed on the injectors or between the connection of the injector and syringe luer. Functional testing was performed, liquid was passed through the system without issue and no leakages were observed between any of the connections. Dimensional testing was performed on each injector luer and verified the product met required specification. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information we are not able to identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.